Event description:
The customer complained of experiencing elevated blood glucose levels. The customer's blood glucose reading at the time of the phone call was 128 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. However, the high pressure test failed. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.